Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty inductor on the processor/bridge/pace board. The processor/bridge/pace board was replaced to resolve the report. The board was scrapped after testing. The device was returned to zoll's inventory and the customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.